Event description:
During a colonoscopy procedure, a perforation occurred in the rectal/sigmoid colon that required a small surgical intervention to repair. The patient was transported to a hospital for the treatment. The patient is reported to be recovered and in a good condition.

Manufacturer narrative:
Although the event occurred in 2007, the MFR was just notified in later the following month. The hospital had taken the device out of service, but had not returned it or reported it to the MFR. Internal eval found that the device does not bend in a smooth and continuous manner. During testing "cracking" noises could be heard. The device should not have been used and should have been sent to the MFR for service.